Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter found on the surface of the catheter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. CAPA # (B)(4) has been initiated.

Event description:
It was reported that foreign particles were found on a bd angiocath¿ IV catheter before use. No injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign particles were found on a bd angiocath¿ IV catheter before use. No injury or medical intervention.